Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit was in use on an infectious patient and there was no bacteria filter on the gas outlet port. There was no harm to the patient or the user. He event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 20may2019. The manufacturer¿s technical services (ts) confirmed the reported issue. Advised customer that there is always positive flow/pressure going out to the patient. Discussed possible replacement of the blower, flow sensor assembly, and connecting tubing if contamination is suspect. The customer was also advised that the 2.30 software has an information message at turn on that advises to install the bacteria filter at turn on. Discussed 2.30 software installation if desired. Multiple attempts were made to obtain repair/service of the device that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.